Event description:
The pump was delivering a 950ml of tpn at rate of 75ml/hr. The nurse noticed the pt's arm was slightly swelled at infusion site, which alerted nurse that the solution had infused faster than 75ml/hr. There was no pt injury.